Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿review of pump programming errors from xxxxxx health care system wide found several continuous IV dosing errors where the dose was programmed into the rate field of the alaris pump resulting in a wrong dose. (E.g., fentanyl 25 mcg/hr. Dose entered as 25 ml/hr., resulting in a too high dose of 250 mcg/hr. Nicardipine 2.5 mg/hr. Dose entered as 2.5 ml/hr. Resulting in a too low dose of 0.25 mg/hr.) *ask alaris to grey out the rate field for guardrail medications and only allow use when programming guardrail fluids or develop an alert similar to the new one to remind doses to unclamp secondaries when the rate field is used to program the pump. * reinforce safe programming practices through education and simulations. * reinforce hro tools including cross monitoring and star *develop soft alerts to prevent incorrect programming but also avoid nuisance alerts. (E.g., fentanyl soft max to 249 mcg/hr. And will alert if rate of 25 ml/hr. (250 mcg/hr.) Is programmed. Nicardipine soft min alert to 0.5 mg/hr. And will alert if 2.5 ml/hr. (0.25 mg/hr.) Is programmed. Ismp, (B)(4). Submission ID: (B)(4). Submitted date: 08/14/2023. Reference report: #mw5146194." There was patient involvement but unknown outcome.